Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose rose above 580 mg/dl while using the ilet and a subcutaneous insulin pen, prompting an ER visit; the user disconnected from ilet in the ER, later noted the infusion set needle was straight upon removal, replaced supplies at home, and received a flu diagnosis, which was explained as a potential contributor to hyperglycemia. Symptoms included hyperglycemia, dizziness, and dry mouth. Outcomes included an ER evaluation without admission and subsequent discharge home. Investigation included communication with the user and analysis of information provided by the user and the hospital. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.